Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg) the physician could not hear the torque wrench click while attempting to tighten the atrial setscrew. Another torque wrench was attempted with the same result. The physician attempted to loosen the set screw without success. The grommet was removed and the torque wrench clicked. The physician did not feel comfortable using the device and an alternate ipg was placed. No patient complications have been reported as a result of this event.